Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The customer addressed elevated bg by a correction bolus via pump. Customer changed pump supplies to address the issue.